Event description:
Customer received result of 6.2 mmol/l on the compact plus system while a comparison lab returned as 2.6 mmol/l within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.